Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the spike broke off of the instrument.

Manufacturer narrative:
Product was returned with complaint for an evaluation. The device condition was noted as missing the large spike; it was also observed that the long spike which was fractured off was not returned for exam. Visual inspection of the device exhibited signs of heavy use. This device is used for treatment. A product history search for related complaints was conducted and no additional complaints were returned. The spike arm has a potential service life of 12.5 years. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.